Manufacturer narrative:
Evaluation summary: products and x-rays are not available for analysis. With the available information, probable cause for patellar tendon rupture cannot be determined. The device history records for the femoral component were found to be conforming to manufacturing and packaging specifications. The lot number for the patella was unavailable. As such the device history was unable to be reviewed. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be rec'd, the complaint will be reopened. Zimmer inc. Considers the investigation closed.

Event description:
It is reported that the pt has experienced a ruptured patellar tendon and underwent corrective surgery and replacement of the femoral component.